Event description:
A prisma hemodialysis unit removed, 1224 ml [milliliters] of fluid from a pt in one hour instead of 150 ml as prescribed. There was no injury to the pt.

Event description:
Add'l info rec'd from MFR 9/8/04: visual inspection and performance tests were made and all was ok. Moreover, a review of the events log showed initial "dialysis weight incorrect change" alarms were silenced; later the alarm occurred after the excessive fluid was already removed. (The testing was done by the biomedical engineer). The prisma operator's manual under the troubleshooting chapter states that when an "incorrect weight change" caution alarm is triggered, a list with some possible causes, which could have created the alarm, is shown on the display. It was the user's responsibility to decide to continue the treatment despite the triggering of the alarms. It appears that the medical staff did not properly address those alarms (as reported on the MDR by the clinic: "...initial [dialysate weight incorrect change] alarms were silenced.") Moreover, in order to reduce the likelihood of user errors that could cause an incorrect weight loss, the following warning has been added to reinforce the existing instructions to the prisma operator and service manual: "ignoring and/or overriding repetitive alarms of 'incorrect weight change detected' without determining and solving the originating cause, might lead to pt incorrect weight loss and result in pt injury or death. Periodically monitor the pt weight using independent means or discontinue the treatment".